Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent was damaged. The physician was attempting to cross an unk lesion and was unsuccessful. The device was removed from the pt and the stent was found to be damaged. There were no pt complications and the procedure was completed with another device. The pt was reported to be "good" post procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.